Manufacturer narrative:
The pump, s/n: (B)(4), was received and tested and the reported failure mode was confirmed. During evaluation it was noted that there was damage to the gearbox assembly. The damaged parts were replaced and the pump was retested and passed all functional tests. The service history record was reviewed and this device was manufactured in 2018. This is the first time this device has been returned for service. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the flow rate accuracy exceeds tolerance.